Manufacturer narrative:
Correction: a4 - patient weight.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Further information found high voltage (hv) therapy was the result of over-sensing electromagnetic interference that occurred during an unrelated surgical procedure. No interventions were made. The patient was asymptomatic.